Manufacturer narrative:
The product was not received for investigation. Therefore, we're unable to conclusively determine the root cause of the incident. Balloon ruptures are an inherent risk of using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Note: this is report 3 of 3 related to the third catheter used in the event. Reports 1220948-2024-00235 and 1220948-2024-00236 were submitted for the first and second devices involved in this event.

Event description:
It was reported that this tuftex 4f was the third device used to retrieve old thrombotic material from the anastomosis, but it also ruptured at the second passage. The thrombus removal was incomplete. No injury was reported to the patient. Note: this is report 3 of 3 related to the third catheter used in the event. Reports 1220948-2024-00235 and 1220948-2024-00236 were submitted for the first and second devices involved in this event.